Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The t-handle no longer scurely connects to the reamers.

Manufacturer narrative:
Additional narrative: examination of the submitted adapter and t-handle confirmed the end that attaches to the reamer is damaged. The damage is consistent with the mating reamers being subjected to heavy usage/hard cortical bone and stripping the adapter locking mechanism. The root cause is attributed to device wear from normal use and servicing. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.